Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-apr-2024, it was reported that patient faced six tape on sticking event on (B)(6) 2024. It was reported that infusion set comes off the skin. The blood glucose level was over 500 mg/dl at the time of event and the patient was treated with manual injection and bolus from the pump. No further information available.

Manufacturer narrative:
MDR 8021545-2024-00622- device 6 of 6. (B)(4).